Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Ultimately, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
B5. H6 removed: 2423, 1503. H6 added: 3190 b5. H6 removed: 2423, 1503. H6 added: 3190.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion and cartridge alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.